Event description:
On (B)(6) 2015, the lay user/patient¿s mother contacted lifescan (lfs), alleging that the patient¿s onetouch veriosync meter was reading inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the patient¿s meter had been reading inaccurately since (B)(6) 2014 and detailed that the patient obtained a result of ¿439 mg/dl¿ on the subject meter which she felt was inaccurately high compared with her feelings or normal results. Additionally, the reporter stated that the patient obtained a result of ¿438 mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿97 mg/dl¿ obtained on a relion meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter detailed that the patient manages her diabetes with adjusted doses of insulin and denied that she made any changes to her usual diabetes management routine in response to the alleged issue. The reporter claimed that around ¿one to one-and-a-half months¿ after the meter began reading inaccurately the patient developed symptoms of ¿vomiting, shaking, feeling anxious and passing out unconscious¿ and that the patient was admitted to an emergency room (ER) on (B)(6) 2014 where she was treated with a glucagon injection and had her blood glucose tested on an ER meter, although the reporter could not specify the results obtained. The reporter claimed that the patient had three further admissions to ER, but did not detail the dates of the additional ER visits. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. When the cca walked the reporter through a control solution test, the results were in range. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and subsequently received medical intervention from a healthcare professional after the subject meter was allegedly reading inaccurately.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.